Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following sections were corrected: e2, e3. Based on the results of the investigation, a cable failure was confirmed, and it was determined that the video function did not work normally due to cable failure, hence, the indicated phenomenon, ¿noise and flickering on the image¿, occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus camera head due to a blurry image noted during routine maintenance. There was no patient involvement during this event. During the device evaluation, it was discovered that the unit was producing an intermittent image. This report is being submitted to capture the intermittent image found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. However, as noted in b5, a damaged cable was discovered and causing an intermittent image to display during testing. Additionally, water intrusion was present from the cable and cap unit. Due to the presence of water, the coupler connected to the charged coupled device unit (ccd) was found rusted and could not be separated from the ccd. There were multiple cut marks and wrinkles in the cable unit. The cap unit and its chain holder were also found deformed. If additional information becomes available following the device evaluation, a supplemental report will be filed.